Event description:
A (B)(6) female underwent pta. The tip of catheter fell off inside patient during pta from groin. Intervention while pulling back the catheter. Tip has been retrieved without complication. No part of the device remained inside the patient. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.